Manufacturer narrative:
The insulin pump was received with cracks in the case at the display window corners and battery tube threads, minor scratches on the display window, and a cracked display window. The device was otherwise received with normal operating currents. No unexpected low battery alarm or battery anomaly was noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that there is physical damage to the insulin pump that may potentially be exacerbating preexisting battery issues. The patient's blood glucose at the time of incident is unknown. The customer stated that the pump was having battery issues and that he was sent a battery cap, but that the battery cap did not resolve the issue; he also noticed that there was a crack on the pump that is causing a separation gap on the pump into the battery compartment area. Troubleshooting was initiated for the cosmetic damage. The customer is unaware of how the crack occurred. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.